Manufacturer narrative:
A complete analysis and testing of the 1 opened and used enlite sensor performed continuity resistance test found the sensor passed per specifications. However a bicarbonate buffer test was performed and found the sensor failed per specification due to high readings. A visual inspection was performed and found the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 90 mg/dl and sensor glucose was 60 mg/dl at the time of call and it triggered threshold suspend. The customer stated that his blood glucose was 55 mg/dl prior to the event and treated with juice. The customer stated that there were bent cannulas on the previous sensors. The representative explained to the customer how the glucose travels in the body. The sensor will be returned for analysis.